Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. However; 8 unused devices were returned for evaluation. The 8 devices were pressure tested with 1 device failing to meet pressure specification of 1200 psi. The bond of the rotator became detached between the collar and the housing at 1113 psi. The device history record was reviewed with no related exceptions noted. The complaint database was reviewed and two other related complaints were identified from the suspect lot. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Device history record was reviewed, complaint database was reviewed.

Event description:
The complainant reported the pressure tube rotating adapter ruptured while injecting contrast media.